Manufacturer narrative:
This report is submitted on november 28, 2019.

Event description:
Per the clinic, the patient experienced an infection resulting in the device being explanted. The patient was not re-implanted with another device.

Event description:
The device was explanted due to infection and poor performance since activation. The results of tests performed with the device in saline solution showed a breach in the electrical insulation of the electrode wire assembly.

Manufacturer narrative:
This report is filed on february 17, 2020. (B)(4).